Manufacturer narrative:
Synthes manufacturing location identified upon receipt of device lot number. Lot number. Other¿UDI# added. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Unknown date; material is expected for return, so it is likely that it was (or will be) explanted at some point. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a synthes 3.5 locking compression plate (lcp) with screws was implanted in a patient on (B)(6) 2015 during an open reducation internal fixation (orif) for both left arm bones with bone grafting. At some point in the nine month post-operative the implant broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received broken plate. The brake occurred in the fifth dynamic compressive hole. There is no abnormality noted for operator, material, machines, method and environment. After reviewing the device history record for the complaint part 423.601-cx, it can be concluded that all the inspection meet the top level drawing requirement, there is no non-conformance or abnormality during the manufacturing process. After reviewing the incoming inspection report, the inspection of the raw material meet per accept criteria. There is no non-conformance or abnormality during the manufacturing process. The returned device was inspected and all the inspection features meet the top level drawing requirement. The complaint is confirmed, but is not valid for manufacturing point of view. There is no specific information about what happened to this article from customer, based on this we are not able to determine the exact reason for this problem. It is likely that an overloading situation and/or strong body / bone movement from the patient, led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.